Event description:
Case description: investigational result: name: novopen 5, batch number: pvgej04-1 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Since last submission, case has been updated with following information: malfunction, is non reportable field updated. Qc result and qc comment field updated. Expected date of fu updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: 18-nov-2024: the suspected device novopen 5has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. H3 continued: evaluation summary name: novopen 5, batch number: pvgej04-1 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Patient presented with symptoms of weakness and sweating due to inaccurate scale of novopen (hypoglycemic symptoms) [hypoglycaemia]. Novopen 5 scale was not accurate [incorrect dose administered by device]. Case description: this serious spontaneous case received via regulatory authority from china was reported by a health care professional nos as "patient presented with symptoms of weakness and sweating due to inaccurate scale of novopen (hypoglycemic symptoms)(hypoglycemia)" beginning on (B)(6) 2024, "novopen 5 scale was not accurate(incorrect dose administered by device)" beginning on (B)(6) 2024, and concerned a patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index was notreported. Dosage regimens: novopen 5: current condition: blood glucose abnormal. On an unspecified date, patient used insulin (not specified) to control blood glucose on an unspecified date, patient injected same dose as before but presented with symptoms of weakness and sweating. Patient's family called the physician to communicate. Physician asked the patient to immediately orally take sugar water and come to the hospital after the symptoms were relieved. Batch numbers: novopen 5: pvgej04-1. Action taken to novopen 5 was not reported. The outcome for the event "patient presented with symptoms of weakness and sweating due to inaccurate scale of novopen (hypoglycemic symptoms) (hypoglycemia)" was not reported. The outcome for the event "novopen 5 scale was not accurate (incorrect dose administered by device)" was not reported. Reporter comment: preliminary handling: orally taking sugar water and replacing the pen. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.